Event description:
It was reported that this rv lead had a decrease in atrial sensing, gradually rising pacing impedance that is now approximately 2x since implant and noise on the atrial channel on home monitoring. This lead remains implanted.

Manufacturer narrative:
Lead was explanted (B)(6) 2020 due to high impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.